Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the pdm processing issue and settings lost. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient blood glucose (bg) values reached 400 mg/dl. The patient stated that the pdm was still processing, so the patient removed the battery and the settings were lost. No further details to report.